Manufacturer narrative:
(B)(4). The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted a crack at a bubble in the polycin vorite inside the lumen area of the notch. The crack was on the surface only and not through to the insulation and did not affect the performance of the electrode. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode was hospitalized after receiving another inappropriate shock from the device. The previous inappropriate shock occurred in 2018 and the sense vector had been reprogrammed from secondary to primary, which resolved the issue. Now in (B)(6) 2020 the inappropriate shock episode showed a high-amplitude deflection artifact in combination with a baseline shift and sudden drop in signal amplitude. This morphology was consistent with an issue with the sense b node, which could normally be resolved by reprogramming the vector to secondary. As that would not be possible for this patient due to the previous inappropriate therapy, technical services recommended thorough troubleshooting to recreate the artifacts observed in the recent episode. If the artifacts are recreated in the primary vector but not in the secondary vector, impairment of the contact in the device header to the contact of sensing b conductor seems most likely. The system remains implanted pending troubleshooting and resolution. No additional adverse patient effects were reported. The device and electrode were explanted and replaced with a new s-ICD system three days later. The explanted products were expected to be returned for analysis. Despite the patient undergoing surgical intervention, there were no patient complications reported during or following the procedure.